Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. All measurements at all settings were within allowable limits. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 dosage was outside the acceptable limits as measured by hospital personnel. There was no adverse patient involvement reported. There was no patient information reported.